Event description:
Pt to physicial therapy for interferential electrical stimulation. Applied 4 electrodes to right lumbo-sacral area and right hip. Pt pushed call button at end of treatment to alert staff that treatment had ended. When electrodes were removed, a red area was noted at right lateral hip, with center of area blistered. (Approx. The size of a dime.) Pt stated that this area had been uncomfortable throughout treatment, but did not ring for help. Blister covered with adhesive bandage.